Event description:
In 2008, the patient reported she has been experiencing air bubbles for years. She stated she does not currently have any air bubbles. She said she sees air bubbles both while filling the insulin cartridge of her infusion device and after the cartridge is inserted into the device. During troubleshooting, the patient stated she uses room temperature insulin to fill her cartridges. She stated she does not force air into the vial prior to filling the cartridge and she fills the cartridge at an angle. The patient was advised to push air into the vial prior to filling the cartridge and to make sure the cartridge is held upright when filling. The patient said she does not attach the adapter and tubing to the cartridge prior to inserting the cartridge into the device. She was advised to do so and to also adjust the piston rod prior to inserting the insulin cartridge. The proper procedure for changing the cartridge was reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.